Manufacturer narrative:
(B)(4). B5 describe event or problem - additional h2 additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/21/2024. It was reported that the patient was in the hospital for more than 24 hours. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024 , it was reported that the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024 , the patient was found unconscious by her mother. The patient's cgm was reading 200 mgdl, and the bg meter was reading 23 mgdl. The patient¿s mother called 911. While waiting for emergency medical services (ems) to arrive, the patient¿s mother administered a ¿glucose gun¿ (presumably glucagon injection) to the patient. Once ems arrived, the patient had regained consciousness, and her bg meter reading was 157 mgdl. No cgm comparison was provided at this time. Ems transported the patient to the emergency room (ER), where she was further treated with intravenous (IV) glucose. The patient was discharged home the following day, on (B)(6) 2024 . The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.